Manufacturer narrative:
Detailed analysis is ongoing. This investigation will be updated should further information be provided or upon completion of analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations against the device, and no reports of adverse patient effects. Preliminary analysis determined that the device did not meet longevity expectations.